Event description:
It was reported a patient underwent a thoracoscopic pneumonectomy on an unknown date and topical skin adhesive was used. The patient was coming out in an itchy rash on the right chest in three days. It had recognized the hypereosinophilia and activation-regulated chemokines was rising as result of the blood test. Afterwards, the doctor administered an antihistamine (fexofenadine hydrochloride) and steroids (diflorazone acetate: strongest), so the symptom was cured within one month. The doctor was considering it was possible that it was increased transdermal 2-acetylcaine absorption may promote contact skin reactions by the product temperature. Further details are not provided from. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction ? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. S photo available of patient reaction? Attached on note & attachment. What was the procedure date? Unk. What date /day post op was the reaction noted? 3 days post-op. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how was the adhesive was applied: normally. What prep was used prior to, during or after adhesive use? Unk. Was a dressing placed over the incision? If so, what type of cover dressing used? Unk. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? As a result of patch test, the patient was positive to dermabond advanced and other superficial closure device (other manufacturer's device; surgiseal®). Is the patient hypersensitive to pressure sensitive adhesives? As a result of patch test, the patient was positive to dermabond advanced and other superficial closure device (other manufacturer's device; surgiseal®). Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials / ID, gender, age or date of birth; bmi: female, 55 years old. Patient pre-existing medical conditions (ie. Allergies, history of reactions): unk. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unk. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unk. Product lot of product used? Unk. Current patient status: recovered. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? They believe that the temperature at the time of application of the product may increase the amount of 2-octylcyanolate absorbed percutaneously and potentially promote contact skin reactions. Is product available to return for analysis? No device was returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.